Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: there was visible moisture observed in the display lens. The pump was able to boot to the verify screen with no issues and the display had a normal contrast. The pump failed a leak test due to damage to the pump case near the upper right corner between the display lens and the case seal. Internal moisture was observed on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.